Manufacturer narrative:
Other, wire would not bow. Although the suspect device has been received, the evaluation has not been completed.

Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydratome rx sphincterotome would not bow. The case was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "good".